Event description:
The account noticed erratic platelet results when processing thalassemia and idiopathic thrombocytopenia purpura pts on the cd 1700 analyzer. This report is for pt 1 out of a total of 2 pts. Pt 1: generated a platelet = 36 k/ul on the cd 1700. The blood smear was reviewed and showed a manual estimated platelet = 5 k/ul. Through troubleshooting, it was discovered that although no platelet flagging occurred, the platelet histogram was visually abnormal. Css recommended to review the platelet histogram and mean platelet volume prior to reporting results. In addition, service adjusted the platelet gains on the cd 1700 analyzer. No incorrect platelet results were reported outside of the laboratory. No impact to pt management was reported.